Event description:
Additional information received reported that the patient's entire system was explanted and replaced. After the procedure the patient's system was working well.

Manufacturer narrative:
Lead model 3093-33, lot #v135845, implanted: (B)(6) 2008, explanted: na, programmer model 3037, serial #(B)(4), (B)(4).

Manufacturer narrative:
Lead model 3093-28, lot# v135845, implanted: (B)(6) 2008, explanted: (B)(6) 2012.

Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulator (ins) that went down their leg and made their toes curl. The patient turned the ins down to 0.4 volts but still felt the stimulation in their legs. The healthcare professional (hcp) checked impedances and found all electrode pairs were >4000 ohms at default settings. When the hcp turned the ins back the patient could not feel the stimulation at any setting. There was no reported accident or incident related to this event. Additional information was requested, but was not available at the time of this report.